Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic forceps could not be opened after being closed during the surgery. Surgery has been completed by changing the alternative product. Additional information has been requested but is not available at the time of this report.